Event description:
It is reported a patient was revised in order to resection the arthroplasty for a septic joint.

Manufacturer narrative:
This report will be amended when our investigation is complete.